Manufacturer narrative:
Reportable based on analysis of the returned specimen. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. As received, the specimen consists of one each clinically used, damaged safari2 275cm x sml crv; returned coiled, loose and double bagged within "zip-lock" style poly biohazard pouches. The specimen presents a fracture of the coil and core wires, exposing approximately 23cm of the metallic core wire; the coil wire is fractured (cut) approximately 252.8cm from the distal aspect of the formed curve tip. The coil and core wire fractures present indications of mechanical shear/cut; with tensile loading applied to the coil wire resulting in stretched coil wraps over the 5cm distal of the fracture (cut). The proximal weld and approximately 23cm of the outer coil wire is missing and unaccounted for in the accompanying documentation. No other damage or inconsistencies are noted to the specimen at this time. The distal tip joint appears to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. Based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
Valvuloplasty balloon insertion was not easy and we noticed on the wire a disconnection of the lubrigreen ptfe lubricious coating (the green one) from the stainless steel core. The issue occurred during insertion. The procedure was completed with another of the same device.